Manufacturer narrative:
During the device evaluation, the motor winding was found to have a short circuit, which was identified as a probable cause of the device running in the wrong mode.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device was oscillating when the forward trigger was slowly pulled. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.